Manufacturer narrative:
D6a and d6b: correction to the explant and implant date based on new information.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: pump stop: the cause of pump stop was bearing wear within the 8 day design life of cp, per design trace matrix 0046-9910, making this a product malfunction. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1888598. Device history batch: subcomponent lot: 2025503999. Device history review: pump s/n: (B)(6) passed all post sterile inspection checks. Q1) any qns/mrrs/reworks associated with the complaint device: yes. Reworked a protrusion of the clear epotek. Q2) were there any failures of the device to meet the requirements for manufacturing testing, qualification, and inspection? No. Q3) were there any other product malfunction complaints in this device lot related to this failure mode? No. Q4) subcomponent inspection review - did any subcomponents fail incoming lot inspection? No. Q5) subcomponent lot review: were there any other product malfunction complaints in this subcomponent lot related to this failure mode? No.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
An impella cp was placed in a patient presenting with post cardiotomy cardiogenic shock (pccs) for hemodynamic support. The device experienced an emergency shutdown during support. Two attempts to restart the pump and a replacement of the control device were unsuccessful. Following the shutdown, the pump was surgically removed, and catecholamines were administered to maintain hemodynamic stability. The patient required a corrective invasive procedure (device removal), additional prescribed medication, and experienced hemodynamic instability due to loss of support, meeting criteria for serious injury. There was no evidence of device malfunction beyond the shutdown event, and the impella cp is considered an unlikely contributing factor due to the patient¿s underlying critical condition.